Event description:
Reporter stated that pt's inr result with device was 1.5; lab inr for this pt was 2.0. Doctor increased pt's medication because result of 1.5 was outside of pt's therapeutic range of 2.5-3.0.